Event description:
The customer reported to philips that the device could not boot up on battery. There was no report of patient involvement.

Manufacturer narrative:
This is a duplicate of report# 1218950-2015-02701.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.